Manufacturer narrative:
Article citation: adverse events with xen 45 gel stents were noticed in the article hong, karen et al. "Safety and efficacy outcomes of the xen45 gel stent use for refractory glaucoma: a surgery series from surgeon trainees at a tertiary teaching hospital." Eye and vision, 2020, 7:5 (pages 1-11). Further information from the author regarding event, product, or patient details has been requested from the author. Author declines to provide further details at this time. The events of high intraocular pressure, exposure, device migration, gel stent curling, and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event.

Event description:
The article "safety and efficacy outcomes of the xen45 gel stent use for refractory glaucoma: a surgery series from surgeon trainees at a tertiary teaching hospital." Noted there were 28 patients with 31 eyes. All patients had the xen devices were injected with mitomycin c with the ab-interno approach. The serious adverse events of two mispositioned xen 45 gel stents at post operative week one. One xen was mispositioned against the iris and the other xen was malpositioned pointing superiorly ; one of the malpositioned devices ultimately went on to be gel stent exposure at one month post op. This device was removed and a molteno implant replacement was used ; one of the subjects iop ultimately rose to 40mmhg after needlings and required an ahmed valve replacement; one subject intraoperatively had a curled xen 45 gel stent as opposed to the normal straight appearance of the device. The subject underwent a repeat xen surgery as the first implant failed ; and a escemet's blockage at tube lumen was noted in a patient at day 1. Additional information received from the physician noted that "there were no major issues beyond routine management for this surgery".